Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing and no unexpected pump error 68 alarms noted during testing. Device monitored for 3 days. No time or clock anomaly noted during testing. Pump error 53 found in the device history. Problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer report via phone call that the time was fast and insulin pump error alarms. The customer's blood glucose level was 198 mg/dl. The customer adjusted the insulin pump to match cell phone several times but insulin pump ended up 15 minutes ahead. The customer was off auto mode and was in manual and something happened, the battery died on the insulin pump and got an error and changed battery. They stated that the insulin pump was gaining 15 minutes. Customer stated gain was greater than 4 minutes per month. The insulin pump also received multiple pump error alarms. Customer was able to clear the alarm. Customer was able to complete pump rewind. The insulin pump did not pass the self test. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.